Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015 additional information was received from a healthcare provider (hcp). The pump was delivering dilaudid 15mg/ml; 8mg/day and bupivacaine 2mg/ml; 1 mg /day. The start date was (B)(6) 2015 and end date was (B)(6) 2015. Medical history includes the patient fell a few days before the infection. The patient did not remember what happened, "probably had abrasions" that led to the infection. Cultures were performed of the blood, pocket fluid and tissue and the catheter tip. The cellulitis had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was noted that it was not baclofen. The pump's indication for use (IFU) was listed as malignant pain. The patient had a fall recently (date unknown) and now reported redness over the pump area. It was unknown what led to the event; cellulitis was suspected. The patient was evaluated by the physician. Surgical intervention occurred and the pump was explanted. It was unknown if the issue resolved or if trouble shooting or diagnostics were performed. The patient status was alive; no injury. The cause of the event, troubleshooting/diagnostics,intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.